Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and the reported condition was confirmed. The assignable cause was determined to be mis-handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the interface plug on the foot control device that inserts into the console ¿looks crushed.¿ the reporter believed that the drill may have been unplugged from the console and ran over by a bed or a piece of equipment. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The date of event is an unknown date in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.